Event description:
It was reported that during an unk procedure, the surgeon was clipping on the artery and the device cut the artery instead of clipping it. The clip scissored the artery instead of clamping it. A prolene suture was used to repair the tear. No harm to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.